Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient¿s infusion rate was dropped 35% and the bridge bolus was cancelled upon arrival to the ER (emergency room). The next morning the reporter was paged again and when they arrived a magnet was placed over the pump to stop the pump. The patient was receiving narcan through IV (intravenous) to keep them stable. The pump was in a motor stall due to the magnet. The pump was put into minimum rate until the patient was discharged and followed up with their implanting/managing physician. A few days after discharge, the patient had a follow up appointment with their managing physician. In the appointment, the provider tried to pull out drug from the reservoir and there was no drug at all in the pump, so they assumed the refill was a pocket fill. The issue was noted to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal droperidol (unknown concentration and dose), fentanyl (25 mcg/ml at an unknown dose), and bupivacaine (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the patient was brought into the emergency room two hours after their refill due to overdose complications. It was reported that the patient had low o2 saturation, lethargy, and breathing issues. The providers placed a pacemaker magnet over the pump to emergency stop. The caller stated they interrogated the pump an hour ago and no recovery was seen yet. The caller stated that the pump was turned down by 35% and there was no change in patient's symptoms so the pump was set to minimum rate mode today.